Manufacturer narrative:
G4:08dec2020. B4:17dec2020. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician verified the resistance measurements of the touchscreen assembly were out of specifications. Fault are found on this returned touchscreen. Customer complaint verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02sep2020. B4: 11sep2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the touchscreen assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported a ventilator with a touchscreen malfunction. There was no patient involvement or harm.